Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she had been in the hospital since tuesday because she is in an extreme amount of pain. The patient confirmed the pain was usually what the neurostimulator (ins) helped with. The patient was confused and needed help figuring out how to use her stimulator. The patient had not attempted to charge as she was not able to get the recharger during the call because she can't stand up. The patient would try to call a nurse in to get the recharger. It was reviewed how to recharge and recharging instructions over the phone.